Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent malfunction alarms occurred. There was no impact to the customer¿s blood glucose. The customer was unavailable to complete troubleshooting; however, the customer reported that they had an alternate insulin available for therapy.